Event description:
The customer reported an alarm during normal use. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with an alarm during the rewind process due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor anomaly. Nothing further was reported.